Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and calcified distal left circumflex (lcx). Ivus was performed and the lesion was predilated with a 3.25x15mm non bsc balloon. A 3.00x16mm taxus liberte stent was then advanced to the lcx but was unable to cross the lesion. The physician predilated the lesion again; however, when the taxus liberte device was advanced again it was still unable to cross the lesion. When the device was removed from the patient it was noted that the edge of the stent was flared and lifted up. The procedure was successfully completed with a 4.0x18mm non bsc stent with no patient complications reported. The patient's current condition is listed as "good".

Manufacturer narrative:
(B)(6). (B)(4).